Event description:
Caller reported cartridge alarm 30, which occurred during pumping. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller in loading a new cartridge using the proper technique, and the caller was able to successfully resume insulin therapy. The issue was resolved.